Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2020).

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly kinked. There was no reported patient injury.

Event description:
It was reported that during a catheter placement, the airguard introducer has allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:one hemostar xk long-term hemodialysis catheter was returned for evaluation. Functional and visual evaluation were performed. Both lumens were patent to infusion and aspiration without issue. The investigation is inconclusive for the reported introducer kinked, as no introducer kit was returned and the exact circumstances at the time of the reported event are unknown.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 08/2020),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.